Manufacturer narrative:
Device was used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product received. No device will be returned therefore a manufacturing evaluation can not be performed.

Event description:
It was reported that a procedure was performed for the removal and replacement of an eight hole right proximal femur plate that was originally implanted on (B)(6) 2012. The surgeon removed the original hardware along with medtronic plexur debris due to non-union of the femur, and a new eight hole proximal femur plate was implanted, along with all new screws, and 10cc of chronos. This report is for part number 214.854. This is report 2 of 13 for complaint (B)(4).